Event description:
Further information was received from an analysis on the available data from the programming history of the generator. The last programming event indicated the battery indicator seen was 100%. This was expected based on the measured battery voltage and charge consumed estimated from the vns settings. No other data has been reviewed to date. No surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient was replaced. The generator was discarded in the hospital so further analysis cannot be completed. No additional or relevant information has been received to date.

Event description:
Report received that a patient device had depleted very quickly. A review of the device history record indicated the generator passed all quality inspections, but was manufactured by the laser-routing process which has been known to cause debris leading to excess current draw. No further relevant information has been received to date.